Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at proximal end near the connector main tube and roll gear junction. The instrument failed the electrical continuity test. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery due to a broken conductor wire can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument was not energized. The procedure was completing as planned with no reported injury.